Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose levels ranged from 110 mg/dl to the 240 mg/dl range, which was addressed with a correction bolus via the pump. Reportedly, the customer was able to load a cartridge successfully.